Manufacturer narrative:
(B)(4). Device evaluation summary: representative samples were received for evaluation. Six boxes with twelve unopened samples each of product code (B)(4), lot mmj097 were returned for analysis. As total was received sixty unopened samples. During the visual inspection of thirteen samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strands and no defects were observed. A functional test was performed and the pull force were above the minimum requirements. Per the conditions of the sample received, no performance pull off suture needle was found, and the tested samples met the finished goods requirements. A manufacturing record evaluation was performed for the finished device lot number mmj097 and no non-conformance's were identified.

Event description:
It was reported that the patient underwent a cardiovascular procedure on (B)(6) 2019 and suture was used. The needle separated from the suture during use. Another like device was used to complete the procedure. There were no adverse patient consequences reported.